Manufacturer narrative:
Literature title : percutaneous access for endovascular abdominal aortic aneurysm repair: can selection criteria be expanded? The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect of hematoma, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : percutaneous access for endovascular abdominal aortic aneurysm repair: can selection criteria be expanded? The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying proglide and prostar closure devices that may be related to minor hematomas. Specific patient information is documented as unknown. Details are listed in the article, titled "percutaneous access for endovascular abdominal aortic aneurysm repair: can selection criteria be expanded?".